Manufacturer narrative:
Initial reporter name: (B)(6). Getinge became aware of an issue with one of surgical lights - hanaulux. As it was stated, upon the device inspection, the four support screws for the entire lamp body were loose. The issue was confirmed by photographic evidence. A screw on the interface between the lamp body and the arm was also significantly loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device headlight or arm may lead to the device detachment and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s site. The product is very old (more than 25 years old) and is no longer supported. The fact that the screws were found loose is the consequence of the lack of maintenance. In the user manual of the device, it is mentioned in the maintenance chapter that ¿all hanaulux 2000 products are serviced once a year by maquet or an authorized customer service¿. This kind of default should have been found out during the maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - hanaulux. As it was stated, upon the device inspection, the four support screws for the entire lamp body were loose. The issue was confirmed by photographic evidence. A screw on the interface between the lamp body and the arm was also significantly loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device headlight or arm may lead to the device detachment and serious injury.